Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pain, emotional distress, frequent urinary tract infections, abdominal pain, dyspareunia, no steady steam of urine, unable to void post intercourse, and bladder spasms. O further info has been provided.